Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tips were missing on 6 catheters. The customer stated that the tips were missing on three and the fourth one was used but there were bubbles in it. The customer also stated that they did not know there was an issue until they got to use the product.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect assembly operation of introducer cap to introducer tip". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the tips were missing on 6 catheters. Customer stated that the tips were missing on three and the fourth one was used but there were bubbles in it. Customer also stated that they did not know there was an issue until they got to use the product.